Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv 2.0 integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported problem. During failure analysis, the unit was tested with two types of grounding pads. There were no issues observed in regard to grounding pad recognition and no errors were observed during testing. A m-0b error was noted in the error log but was not replicated. Based on original equipment manufacturer (OEM) specifications, m-0b (check neutral electrode contact) indicates that a pad was not being connected, defective, or was noted to have poor contact with patient surface. The system logs of this procedure were pulled and reviewed and no relevant da vinci surgical system errors were observed during this procedure. No image or video footage was provided for isi¿s evaluation. This complaint is being reported due to the following conclusion: after a da vinci-assisted paraesophageal hiatal hernia procedure, the patient was found to have sustained a burn of unspecified severity (no treatment provided) to the skin where the grounding pad was placed. At this time, it is unknown what caused the skin burn to occur.

Event description:
It was reported that after a da vinci-assisted paraesophageal hiatal hernia procedure, when the grounding pad was removed from the patient, it was noted that there was a small burn where the pad was placed. The procedure was completed. On 15-jun-2021, intuitive surgical inc. (Isi) contacted the site¿s surgery manager and the following additional information was obtained about the complaint: the burn was on the patient¿s right thigh where the grounding pad was placed. The burn was described to be a reddened raised area of skin. There was no diagnosis of what degree of burn this was and there was no treatment provided. The patient was reportedly fine.